Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported maybe a week and a half to two weeks after the ins was implanted, they had so many problems with the ins because it felt like it wanted to come out. The patient followed up with their hcp and their hcp thought the ins might have moved. On (B)(6) 2024, the patient said their hcp removed the ins and re-implanted maybe 1-2 inches lower on their left side (the ins was implanted on their right side initially). The patient said they were hurting so bad last week due to pain from the most recent ins surgery that they could not answer a phone call from the rep. The patient thought the rep was trying to call them to see if they needed to adjust stimulation. The patient mentioned that maybe on (B)(6) 2024 they felt like their bladder was not emptying enough. The patient checked the ins during the call and confirmed therapy was turned on. Agent reviewed programming considerations and the patient decided to increase stimulation. The patient felt stimulation in the bicycle seat area after they increased it, and confirmed stimulation was comfortable. The patient said they will maintain the stimulation level and continue to track symptoms.